Event description:
It was reported that the balloon would not hold air after introduction and that the gate valve was confirmed locked. The pt coughed 500-1000 cc of blood. The relationship between the pt's condition and catheter is unknown. The pt was intubated to obtain postive pressure. In addition the pt was later given blood due to low hematocrit. The pt stabilized.